Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure after the physician connected the chronic right ventricular (rv) lead to the new device and performed a tug test, the lead pin separated from the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.